Event description:
Complainant alleged that during a routine shift check by a clinician, the device was intermittently unable to power on. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. A flex cable was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.